Event description:
It was reported that the display screen of the programmer needed to be replaced as the touch pen would not work with it. The company representative did troubleshooting with the technical services department and it was determined that the issue was with the screen. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed the electromagnetic field immunity test due to the cable being out of electrical specification. It was also noted that the rubber portion of the label was missing. (B)(4).